Manufacturer narrative:
The customer reported a therapy cable failure. A philips field service engineer evaluated the device at the customer site, and identified the therapy port connector as being the cause of the problem. Replacing the therapy port connector resolved the issue.

Event description:
The customer reported a therapy cable failure.